Event description:
It was reported that during a mid left anterior descending (mlad) artery stenting procedure with a non-abbott device, in a highly calcified lesion, a perforation occurred. A jostent graftmaster was deployed at the perforation, but failed to seal it. The patient was taken to surgery and coronary artery bypass graft surgery was performed. There was no adverse patient sequela reported. On (B)(6) 2010, the patient was discharged to home.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. There is no indication of a lot specific product quality deficiency.